Event description:
A customer reported that the t:slim x2 pump battery was not charging, accompanied by a power source alert. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by using the original charging supplies and leaving the wall adapter plugged into a working outlet for at least 30 minutes, which allowed the pump to start charging. No further assistance was needed, and the case was closed by technical support.